Event description:
Last month during routine maintenance reporter came across a unique incident involving a physio control lifepak 300 defib and a laredal suction unit. It appears that both units have the same molex connector and will plug into the other unit's receptacle. Reporter found both units connected to the wrong chargers while connected to wall power. Reporter contacted physio control and laerdal and both companies were unaware of the situation and provided no solution. Laerdal did state that their untis have a protected charging circuit and would fault-out if there was a charging issue. Besides the possible fire hazard or related incidences the major concern is with the lifepak 300. The problem associated with the wrong charger is that the defib battery will not charge and if put into use will be ineffective. They have discussed locally several ways of correcting the possible error to include labeling the connector with an identifying name/model/nomenclature association process.